Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral and iliac vein to treat a deep vein thrombosis (dvt) using a lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, while aspirating the clot from the target vessel, the indicator light of the lightning unit was green; however, no blood was going into the canister. Therefore, the physician disconnected the lightning from the cat12, but the lightning remained clogged and did not clear. Therefore, the physician used a three way stop cock with a 60cc syringe to flush the lightning with saline solution. The lightning cleared out, but lightning unit and canister did not function properly afterwards. It was reported that the indicator light on the lightning unit turned solid red from green after the lightning was flushed. The physician then unplugged and re-plugged the lightning unit several times but the indicator light remained red. Therefore, the lightning was removed and not used for the remainder of the procedure. The procedure was completed using a new lightning, the same cat12 and canister. There was no report of an adverse effect to the patient.